Manufacturer narrative:
Continued from concomitant medical products: 8709sc, (B)(4), implanted: 2011-(B)(6), explanted: unk; programmer model: 8835, (B)(4).

Event description:
Additional information reported that the patient was drowsy and "out of it" when taken to the hospital, as was previously reported. Narcan was administered and the patient was kept in the intensive care unit (ICU) overnight. The patient's pump was subsequently filled. No information was provided related to the type, concentration, or dosage of medication contained in the patient's pump. The patient was "doing fine." Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Event description:
Additional information: it was later reported that patient also experienced respiratory failure along with drowsiness reported previously. The pump was stopped and the pocket was aspirated. Narcan drip was started and she was transported to hospital, intubated and on a vent. Remained in ICU for 2 days and pump was turned back on due to her increased pain. Pump was noted as functioning normally. Drug delivered via the device was dilaudid 1.443 mg/day 5mg/ml, compounded baclofen 72.15 mcg/day 500 mcg/ml, clonidine 43.29 mcg/day 300 mcg/ml, bupivacaine 0.4329 mg/day 3 mg/ml.

Event description:
It was reported that pt was hospitalized for a potential pocket fill; clear fluid aspirated from pocket. The event occurred following a refill session. No further info was provided. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).